Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros (randox) quality control (qc) fluid using a vitros 5600 integrated system. The result was higher than expected when compared to the customer¿s established baseline mean. The assignable cause for the higher than expected vitros tsh results using the non-vitros randox qc fluid lot 1752ec could not be determined with the information provided. Based on limited qc results, a vitros tsh lot: 5765 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot: 5765. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as a contributing factor as exact details of the precision testing performed were not detailed fully.

Event description:
A customer obtained a higher than expected vitros tsh result from a non-vitros (randox) quality control (qc) fluid using a vitros 5600 integrated system. The result was higher than expected when compared to the customer¿s established baseline mean. Randox l1, lot: 1752ec result of 0.289 miu/l vs. The expected result of 0.200 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tsh result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).